Event description:
It was reported that during a laparoscopic colon procedure, the device broke. Twisted it and the top piece tore off. Pulled another device to finish procedure. No pt consequence reported.